Event description:
Reporter indicated that vns patient is scheduled for lead replacment surgery due to suspected lead fracture. A manufacturer representative was present during a generator replacement surgery, at which time he observed liquid and air inside the lead body. Additionally, intraoperative systems diagnostic testing (presumably after replacement generator was attached to original lead) resulted in high lead impedance reading, indicating possible lead malfunction. The patient was closed with the replacement generator connected to the oringinal lead. Treating surgeon suspects a lead fracture and plans to schedule lead replacement surgery at a later date. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.